Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test, due to a faulty force sensor. However, the insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected boluses were observed. The insulin pump was also monitored after it was programmed with multiple boluses, and all of the boluses delivered their indicated amounts and were recorded properly in the history files.

Event description:
It was reported that the insulin pump recorded bolus delivers that the customer said, he did not program. Nothing further was reported.